Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: g2, h6 (medical device ¿ problem code) a portion of the catheter tubing and membrane was returned with the membrane completely unfolded and the sheath over the catheter. Blood was observed on the exterior of the catheter. No blood was visible inside the iab catheter. An underwater leak test of the balloon and portion of catheter tubing was performed and no leaks or holes were detected. The returned portion of the iab was tested and no abnormalities were observed. However we were unable to conclusively determine the presence of leaks on the iab due to the returned condition of the iab as we were unable to fully evaluate the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported through an emergency support program that the intra-aortic balloon (iab) catheter had ruptured during use. Iab was removed from patient on (B)(6) 2025. When iab was removed and the catheter was cut into two pieces. The balloon end of the catheter which was cut between the sheath and the y fitting. They y fitting end of the catheter was discarded. The iab was inserted into the patient axillary artery on (B)(6) 2025 and was indwelling for 21 days. The patient had another iab placed at that time and there were no issues with that iab. There was no patient harm or injury.